Event description:
Contact reported that she was made aware of the breakage of a confidence needle. The handle of the needles were broken or pulled off the shaft. The needles broke off at skin level. Dr made an open incision down to the bone in order to remove the needles. He was able to remove all of the broken pieces and there was no adverse patient injury as a result of this situation. As the surgeon had to go from a closed to an open procedure to address this issue an MDR is being filed to document this event.

Manufacturer narrative:
Contact reported that the patient had very hard bone and the needles were difficult to get into place. Contact reported that the doctor did not believe it was a product defect and that the issue was related to the patient bone quality.